Event description:
It was reported that a pt was affected by chemical colitis following a colonoscope procedure using a colonoscope processed in an asp automatic endoscope reprocessor (aer). The pt was prescribed an oral steriod medication due to the chemical colitis.